Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that an e224 scope communication error was seen due to a faulty cable. It was also noted that no sense of switch depression was noted on button #f and white balance was intermittent due to a faulty switchboard. The label on the rear cover was missing and the serial number plate was discolored and unreadable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had a connection error with the tower. The issue occurred during preparation for use and the procedure had to be completed with another device. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the e224 error code occurred due to the malfunction of the cable, resulting in poor communication. The cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.